Event description:
It was reported by the rep that the (1) ecs29 was used during a colon resection procedure. It was reported that the device fired an low anterior resection and anterior portion of staple line was intact while posterior portion of staple line "fell apart." The pt had a temporary ileostomy while they re-stapled the distal on the sigmoid colon. A re-anastomosis will be performed in two to three months after the tissue has healed.